Event description:
While performing a sub-arachnoid block for anesthesia, the glass syringe shattered. Spinal needle removed and second injection performed with a new kit. No harm to pt noted. Dose or amount: 5cc once intrathecal. Date of use: (B)(6) 2012. Reason for use: spinal block surgery.